Event description:
The site discovered one case from last year that was reported positive for pth and calcitonin that in fact after running again with a/b blocker these test samples results were negative. The site had been running all negative controls with a/b block despite the fact that the test slides were not run with a/b block. The site described concern around other similar cases over the past year that may have been misdiagnosed as medullary thyroid carcinoma based on "positive" calcitonin results. The site acknowledged that this is a case of user error and understand the importance of subjecting the negative controls and test slides to the same analytic conditions. There is no evidence that this result was due to an instrument malfunction or reagent issue.

Manufacturer narrative:
The site acknowledged that this is a case of user error and understands the importance of subjecting the negative controls and test slides to the same analytic conditions. There is no evidence that this result was due to an instrument malfunction or reagent issue. The site mentioned that they are amending a patient report and also mentioned that it did affect life expectancy reported to the patient and possibly the type of chemo therapy they were given. The site stated they did not want to release any other information about the patient. There will be no follow up report.